Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "the patient underwent hip replacement surgery in 2005." It was further reported that, "after implantation, the patient heard an audible sound emanting from her hip. As a result, patient experienced pain and discomfort in the location of her hip."